Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Root cause: use error: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 273 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered that cold insulin was used within the cartridge and customer was not completeing the cartridge fill correctly. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer changed pump supplies to address the issue.